Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the longevity bar in the device was greyed out due to cold temperatures, as the product was in car trunk. This was noticed after the device was opened. Another implantable cardioverter defibrillator (ICD) was implanted. No patient complications have been reported as a result of this event.